Manufacturer narrative:
Medwatch reported from anonymous reporter. Block a1 and a4: no information provided. Block d4 serial number: not provided. Block d4 primary UDI number: unknown as serial number not provided. Section e1: not provided block g2 report source other: medwatch # mw5187006. Block h4 date of device manufacture: unknown as serial number not provided. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
Per medwatch report mw5187006: "patient was on ventilator. Ventilator showed that patient was apneic and had no return volume on screen. Patient was removed from ventilator. Patient was then ambu bagges. The filters and quc was changed. Patient was then returned to ventilator. 30 mins later, same situation. Patient was removed from ventilator and placed on another ventilator. Situation did not happen on new vent."there was no patient injury reported.